Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range shock impedance measurements were noted on this device and right ventricular (rv) lead. It was indicated the system may be revised in the future. No adverse patient effects were reported.

Event description:
Subsequent information was received that the patient was paced for approximately seven minutes at maximum output. Following the pacing, the shock impedance measurement had decreased to 160 ohms. As a result, the physician believed the conductor status was likely normal. A commanded shock test or induction test may be performed for further evaluation. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that additional out of range shock impedance measurements were observed. Additionally, noise was recorded. Boston scientific technical services (ts) indicated the noise was likely a result of the lead configuration changing to unipolar. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating induction and commanded shock testing was performed returning a shock impedance of 60 ohms. As a result the physician elected to take no further action at this time and continue monitoring the patient remotely. No additional adverse patient effects were reported. This system remains in service.